Event description:
Revision of equinoxe shoulder components due to infection. Event was discovered through exactech clinical research. The surgeon stated the device may not be directly the cause.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.